Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : intraoperatively it had not been possible to disassemble the implant from instrument´s adapter. Another implant and instrument were available and surgery was completed without any patient harm. No surgical delay. A second instrument was complained as well as the adapter is hard to disassemble. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that angled acet insertr was found the device stuck in the pinnacle sector ii cup 54mm. The allegation of jammed and unable to assemble can be confirmed. No other defect was found. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was not possible to disassemble the implant from the adapter. The event occurred intraoperatively, and there was no patient consequence or surgical delay.